Event description:
It was reported the patient's blood glucose level rose to above 13.9 mmol/L (250.2 mg/dL) while wearing the Pod for an unknown duration. When removed from the infusion site, the Pod's cannula was found to be dislodged. No treatment details were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN,Omnipod Software App Version: 3.1.6,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026